Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray inspection of the lead revealed no anomalies except for procedural damage.

Event description:
During the initial implant procedure, an event of high pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was stable and will continue to be monitored.